Event description:
It was reported that the patient received 12 shocks due to a lead fracture. The lead was removed and replaced. It was noted that the stylet would not fit past the distal portion of the terminal pin at explant. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: distal conductor fractured; partial lead in segments returned.